Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to surgery on a (B)(6) patient, the mentor smooth round moderate profile 375cc saline prosthesis to be implanted was noted to have foreign material described as silicone residue on the shell surface.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information a silicone residue on the shell was observed before surgery. Evaluation was performed and no silicone residue was observed, however red material was detected on the shell surface of the anterior view. Additional investigation was performed to determine the composition of the material and it revealed particles were primarily composed of a biologic-based material. Because the device was not returned in the original packaging and, according to the information received, it was determined the device was previously decontaminated and manipulated, it is unable to determine when the observed material was adhered to the device. Mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. In addition, no related complaints have been reported for this lot number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 1/2/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 7549760 on 1/28/2019, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).